Manufacturer narrative:
Initial reporter city: (B)(6). Device evaluated by MFR: returned product consisted of an nc emerge balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There were numerous kinks. There was contrast and blood in the inflation lumen and balloon, and blood in the guidewire lumen. The balloon was loosely folded. There was a pinhole 2mm distal from the proximal marker band. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed the reported balloon rupture.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified right coronary artery. A 3.50mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, upon initial inflation at 10 atmospheres, the balloon ruptured. The device was removed and the procedure was completed with a 3.0 non-bsc balloon catheter. No patient complications were reported.

Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified right coronary artery. A 3.50mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, upon initial inflation at 10 atmospheres, the balloon ruptured. The device was removed and the procedure was completed with a 3.0 non-bsc balloon catheter. No patient complications were reported.